Event description:
Information was received from a consumer regarding an implantable neurostimulator (ins) for the treatment of spinal pain. It was reported that the patient saw a power on reset (por) message. The patient stated that the ins is charged. The patient stated that yesterday they were standing in the doorway at a department store while they were checking their bag. The por was an informational por. The patient was able to clear the por with the patient programmer. The troubleshooting resolved the issue. No further complications were reported or anticipated. No symptoms were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.